Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-07204. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. As a result, surgical intervention was undertaken wherein both leads were explanted and only one was replaced due to scar tissue. Effective therapy was restored post operatively.